Manufacturer narrative:
G4: please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for compression fracture. Pre-op diagnosis of patient was fracture due to diffuse idiopathic skeletal hyperostosis - th10-11. It was reported that, after cement insertion, a sudden change in the patient's condition was observed, so closure was performed without rod fixation, and the operation was temporarily concluded. Cement implantation in each of the th8, th9, th12, and l1 screws. There was cement extravasation found after the surgery. Cement stored at an appropriate temperature (25°c or lower during storage, 23 ± 1 °c for 24 hours prior to use) before the procedure and during the procedure. Patient was transferred to ICU after the surgery. The procedure consisted of percutaneous screw insertion and cement injection, and was completed as an in-operation. Later, depending on the patient's recovery and activities of daily living (adl), further surgery will be considered in consultation with the patient. Currently, the patient is recovering well. The anesthesiologist provided various medical drug treatments and performed cardiac massage. After confirming the recovery of the heartbeat in the operating room, the patient was transferred to the ICU. No further complications reported regarding the event.